Event description:
During a hand assisted colon procedure, the device tore and separated from the top of the diaphragm. Used a competitor's product to complete the procedure. There was no patient consequence.